Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from connector. Infusion set was used for two hours. Blood glucose level was 394 mg/dl at the time of the event. Therefore, patient took correction bolus via pump and multiple daily injections (mdi). No further information available.